Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy drug-eluting stent was selected for use. However, it was observed that the stent struts was sticking out. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. The synergy 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the mid and distal stent region were noted to be lifted and pulled in a distal direction. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy drug-eluting stent was selected for use. However, it was observed that the stent struts was sticking out. The procedure was completed with another of the same device. No patient complications were reported.